Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-19851. It was reported the patient was implanted with two leads during a trial procedure. The patient was sedated and was unable to tell if the leads were providing effective stimulation. The patient was taken to post-op and reported stimulation in her legs instead of her back. The patient was taken back into the operating room and leads were implanted at a higher location and provided effective stimulation in the patient's established pain pattern. The original leads were left implanted during the trial period.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.